Event description:
It was reported that during a vaginal hysterectomy procedure, when firing, initially the device had a lot of resistance, and then suddenly there was very little resistance. The knife cut about 10% of the staple line and about 10% of the staples were fired. It is not known what happened with the other 90% of the staples. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Cardinal ligament. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Force changed from very high to very low. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded on the device. The reload was received partially fired 4/5 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.